Event description:
A malfunction occurred with the pump. There was no adverse impact on the customer's blood glucose level. The customer had not previously reset the pump for this malfunction, so technical support provided instructions for a pump reset and assisted with the process. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump while being advised to contact support if any issues arose. The customer understood these instructions and agreed to call back if necessary.